Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer also stated that, the infusion set had air bubbles in it and which was soda pop size. Blood glucose value from reported event was 77 mg/dl and sensor glucose value from reported event was unavailable. Insulin delivery was not suspended due to sensor glucose values. Customer stated that, the insulin pump started beeping so she shut off, when she got off she got alert that needs to call ambulance is under 50 mg/dl, customer cleared out and took finger stick and was 285 mg/dl, at evening it was 388 mg/dl and after that showing over 400 mg/dl and then it was 167 mg/dl, pump was showing over 400 mg/dl still. The customer advised to monitor the insulin pump. The device will not be returned for analysis.